Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had cracked display window corner, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called reporting a button error alarm on her insulin pump. Customer's blood glucose level is 133 mg/dl. Customer wears the device in her bra without a bra pouch or pump case. Customer was advised to use a bra pouch or case to protect the device from moisture. There is a one and a half inch crack on the device near the up and down keys. Customer stated she may have bumped into something. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.